Event description:
Philips received a complaint on the mrx device indicating that device failed the self-test. There was no patient involvement. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from an email response indicate that a third party handled the repair and was not able to duplicate the reported issue and the device was successfully returned to service.